Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. During the investigation a secondary condition of loose motor screws was detected. This condition has a potential for patient harm. The investigation detected an unreported condition of loose motor screws. Loose motor screws can result in unanticipated motor movement. The reported condition of the handle making an abnormal noise was confirmed. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. The visual inspection detected unreported condition of improper cleaning, and evidence of contamination that has no relationship to the reported condition. The corrosion was likely due to the device being exposed to an unknown process outside of its intended use. The product analysis noted evidence that the device was not used as intended. Additionally, the investigation detected an unreported condition of voltage imbalance at rest, bit was set to fail that has no relationship to the reported condition. The battery data was analyzed and the battery was found to have shut down in a safe mode as a result of a voltage imbalance. This condition poses no patient safety risk. Therefore, no corrective actions are warranted at this time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sleeve gastrectomy, upon assembly, the handle was making grinding noises. Troubleshooting was done to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found a knocking noise was heard during initialization. After taking apart the handle, an internal motor was found to be loose.